Event description:
Per the independent repair center, the customer alleged problem is red light. The key failure is the pilot valve alarms. As stated on the repair statement additional malfunction on this device: power switch has a low audible alarm.